Event description:
Reportedly, a mesh erosion occurred. No medication was administered. Further surgery and tape removal was reported. Surgeon indicates that there is a definite relation of the reported condition to the device.